Event description:
Customer reported that their AED was flashing red and prompting an error code of "battery replace now warning". They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED was flashing red and prompting an error code of "battery replace now warning". The history was received from the customer via email. Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.